Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis drawer was not closing and making the medications inaccessible. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex a and g code. This supplemental MDR was submitted to reflect the correct imdrf annex a and g codes.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis drawer was not closing and making the medications inaccessible. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer did not physically close. The field service engineer (fse) powered off the station and inspected the drawer. Identified that the drawer¿s hard stop was not seated properly; all three hard stop screws were broken and unusable. Located and installed three replacement screws to secure the hard stop. While observing the full-height drawer, both rails were replaced and verified for proper operation. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis drawer was not closing and making the medications inaccessible. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.